Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their therapy didn't seem to be working as expected. The patient stated that off and on for months now they have been having issues with their therapy. The patient mentioned that they have tried multiple programs/settings and the therapy will work for a couple of days, then stops working again. Agent reviewed considerations for therapy optimization. The patient connected to the ins and confirmed therapy was on. The patient decided to change to a different program and increased amplitude until they felt comfortable stimulation. The patient will continue to track symptoms and will contact their healthcare provider (hcp) if symptoms persist.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.